Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that the patient had decubitus of the implantable neurostimulator (ins) pocket. The cause of the event was unknown. No diagnostics or troubleshooting was done. A revision of the ins pocket was done. Following the revision, the patient felt fine and the issue was resolved. The patient was alive with no injury.